Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to a professional meter, within 10 minutes: 148 mg/dl (performa nano) and 412mg/dl on professional meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.